Event description:
It was reported that during the implant procedure the right atrial lead exhibited high capture thresholds. The lead was not used and a new lead was implanted. The patient was fine and would continue to be monitored.

Manufacturer narrative:
(B)(4).